Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus china sales & marketing (ocsm) did not perform a microbiological testing, so olympus medical systems corp. (Omsc) could not confirm whether the reported event would be reproduced. In addition, omsc checked the reprocessing method provided by the user facility, but did not obtain any useful information. Omsc confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. However, based upon the past similar cases, the reported event may have been caused by the following: there was a difference between the reprocessing method performed by the user facility and recommended by the instruction manual, and cleaning was insufficient. Contamination occurred during sample collection for microbiological testing. The instruction manual states the possibility of infection by insufficient reprocessing. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) sales & marketing (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the air and water feeding was not smooth, but returned to normal when the air/water nozzle was replaced with a new one. Therefore, the air/water nozzle may have been clogged. The instrument channel tube was scratched. The universal code was wrinkled. The device has not been repaired in the past year. Due to the reported defect, the user replaced the device to another device and completed the intended procedure for endoscopy in combination with the olympus video system center cv-290. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the sample collected from instrument channel of the device tested positive for pseudomonas aeruginosa. The detected pseudomonas aeruginosa exceeded the standard value. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-aw. No leakages had been detected from the device. The last reprocessing date for the device is june 21, 2021. There was no report of infection associated with this report. Clinically, it was considered that it may have been caused by scratches inside the instrument channel of the device, which has nothing to do with other reprocessing device or solution. In addition, an olympus field service engineer confirmed that there were no obvious scratches on the surface of the device and that there were scratches on the instrument channel.